Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat gastric mucosal lesions during an endoscopic submucosal dissection (esd) procedure in the antrum performed on (B)(6) 2024. During the procedure and inside the patient, the clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6) hospital. Imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat gastric mucosal lesions during an endoscopic submucosal dissection (esd) procedure in the antrum performed on (B)(6) 2024. During the procedure and inside the patient, the clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Additional information received on december 4, 2024: the clip was able to grasp and lock onto tissue but was not able to release from the catheter.

Manufacturer narrative:
Blocks a1 (patient identifier), b5, e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/post code) have been updated based on the additional information received on december 4, 2024. Block e1: (initial reporter facility name) the reported health care facility is t(B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and a visual and microscopic evaluation noted that the device was returned with the clip assembly detached in an open state. In addition, there was evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the returned device was returned with the clip assembly in an open state and fully deployed. It is possible that what caused the clip detachment was an attempt to grasp a large amount of tissue and apply a tangential load to the clip assembly. Probably the customer tried to grab a big amount of tissue, causing the yoke to open the locking tabs, but it was not able to activate its arms. Also, backing up the hypothesis of the load applied to the clip is the damage found on the clip arms. Therefore, the most probable root cause of this complaint is adverse event related to procedure.